Manufacturer narrative:
It was claimed that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description. Based on information provided, the pressure transducer printed circuit board was detected as faulty and replaced by the hospital's engineers. Defective pressure transducer printed circuit board may lead to high pressure. The root cause to the reported issue has not been determined. H3 other text : 4111.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).